Event description:
It was reported that the patient presented in the clinic for follow up with discomfort due to arrhythmia. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing and was inappropriately pacing at higher rate. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.